Event description:
Distal coil marker is not continuous with the rest of the coil, like it broke off [device breakage]. Left has contrast spilling [device ineffective]. Case description: non-serious, related, unlisted and near-incident. This is a spontaneous case report received from a physician in united states on (B)(6) 2014, which refers to a (B)(6) y/o female pt who had essure (fallopian tube occlusion insert) inserted and experienced distal coil marker is not contiguous with the rest of the coil, like it broke off and left has contrast spilling. No info given on pt's history, past drugs, concurrent conditions and concomitant medication received. In (B)(6) 2013, the pt had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2014, hsg (hysterosalpingogram) was performed and showed left had contrast spilling and the right side which was blocked showed distal coil marker not contiguous with the rest of the coil, like it broke off. No further info was provided. F/u info received on (B)(6) 2014 - ptc investigation result provided: ptc global number: 2014(B)(6). F/u info was received on (B)(6) 2014. Pt's weight and height were provided. On (B)(6) 2013, essure was easily implanted. Cervical dilatation, sounding and general anesthesia were applied during insertion. The visualization of the tubal ostium was easy. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. Depo provera was used as back-up contraception after essure insertion and before total occlusion confirmation. Vasectomy was also reported. Hsg test was performed (pictures were taken after placement). The physician medically confirmed the events. No further info was provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Medical assessment: this case reported breakage (based on hsg review) as well as device ineffective (hsg dye spillage). These events are not necessarily indicative of a quality defect. Additionally, lack of effectiveness may occur with the use of any product. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical eval is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the info available, there is no reason to suspect a quality defect. Final assessment: a hysterosalpingogram (hsg) is an x-ray test that looks at the inside of the uterus and fallopian tubes and the area around them. During an hsg, a dye (contrast material) is put through a thin tube that is put through the vaginal and into the uterus. For essure, a modified hsg is performed using a slow-fill of contrast. The essure confirmation test (modified hsg) is performed three months post-placement to evaluate insert location and fallopian tube occlusion. Hsg films should be reviewed and interpreted by a trained medical professional, such as a physician or radiologist. In many hsg images, only the radiopaque markers located on the micro-insert are visible. In some cases, the micro-insert can be stretched by muscular contractions of the fallopian tube. When viewed on an hsg image, this may contribute to the perception that the device is broken since the distance between radiopaque markers is longer than anticipated; however, the device is not actually broken. Since the remaining parts of the device are not visible. Hsg images can be misinterpreted as being "broken" or "fragmented". Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any mfg deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the mfg batch record. We are unable to confirm any quality defect at this time. Company causality comment: this medically confirmed report refers to a (B)(6) y/o female pt who had essure (fallopian tube occlusion insert) inserted and experienced distal coil marker is not contiguous with the rest of the coil, like it broke off and left has contrast spilling. Both events are considered non-serious. Distal coil marker is not contiguous with the rest of the coil. Like it broke off is unlisted in the reference safety info for essure, while the other event is listed. The event distal coil marker is not contiguous with the rest of the coil, like it broke off (assumed initially as device breakage) was regarded as near-incident due to the reported breakage. During difficult insertion, single cases have been reported of essure breakage. In this particular case, it was only mentioned that distal coil marker is not contiguous with the rest of the coil. Like it broke off without details about this event. Thus, causality between the events above and essure use was considered as related. According to ptc final assessment, there is no reason to suspect a quality defect. We are unable to confirm any quality defect at this time. The technical investigation concluded "unconfirmed quality defect".